Manufacturer narrative:
The reported event of early battery depletion was confirmed. A probable root cause for this early battery depletion is likely caused by the hybrid metal migration anomaly.

Event description:
It was reported that a patient presented to the emergency room with a slow escape rhythm and symptoms of fatigue and dyspnea. The right ventricle leadless pacemaker (rvlp) was not capturing on telemetry and upon interrogation it was noted that the rvlp had prematurely reached end of life. No changes or interventions were performed. The patient condition was not known.